Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional reported that after the glaucoma stent implantation procedure patient experienced persistent hyphema and vitreous hemorrhage. Additional information was requested.